Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high blood glucose levels. Though the customer stated that the pod had "quit working" and "malfunctioned," no specific failure mode was reported. The customer asserted that the pod should have initiated an alarm to alert him to a device failure. Without the pod returned for investigation or an indication of what problem was experienced while the device was in use, we are unable to conclude that the pod should have initiated any sort of alarm. It should be noted that the pod is not designed to alarm when high bg levels (grater than 250mg/dl) are experienced. Based on the information provided in the report, no conclusion can be drawn as to whether the pod was a contributing factor to the reported event.

Event description:
The report indicated that the pod "quit working without any alarms" from the pdm. As a result, the customer went into dka and was admitted to the hospital in "critical condition" with a bg reading of 739 mg/dl. The customer stated he could have lost his life "due to a malfunction" of the pod, though no specific failure mode was reported. It is unk what product issues were encountered while he was wearing the device. He said the pdm indicated that the pod "was still working correctly," so he continued administering correction boluses, "which never worked." The customer reportedly "vomited and was deathly ill for two days" before being taken to the emergency room; he admitted in the ICU for three days. The pod will not be returned for evaluation. Note: in order to gain a better understanding of what may have occurred, insulet customer support had attempted to contact the customer for information related to the pdm involved with this event. This information could not be obtained.